Manufacturer narrative:
The evaluation revealed: bending section cover adhesive had a chip, angle lever deformation, angle was down, and light guide bundle was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that device was crushed around 26 cm. Upon inspection and testing of the customer returned device, it was observed there was a peeling of the coating on the insertion section. This report is being submitted for the malfunction found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 02-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction regarding the method of handling the device regarding usage environment. Olympus will continue to monitor field performance for this device.